Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that percutaneous transluminal coronary angioplasty (ptca) was performed with the implant of two (2) stents without any difficulty during guide wire insertion or during stent implant. While removing the guide wire, there was resistance with the guiding catheter. After removal, the guide wire was damaged. This is being filed based on the returned product evaluation that revealed a separated guide wire. The separation occurred in the guiding catheter and there was no pt injury. No additional event or pt information is available.

Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. Only the intermediate and tip coils were returned. The intermediate coils were stretched and mangled. The core was separated and not returned, 8 mm proximal to the center solder. There was no other damage noted to the guide wire. The guiding catheter used during the procedure was not returned. The tip of the guide wire was tugged on to confirm that the core and shaping ribbon were still intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the case. The intermediate coils were stretched and mangled, consistent with separation of the guide wire, and were too damaged to be tested with a guiding catheter. The core was separated and not returned. The guide wire tip was tugged on confirming that the core and shaping ribbon were intact. Difficulty removing the guide wire from the guiding catheter can occur due to, but is not limited to, mfg, interaction with other products, insertion/removal/prep technique, lesion morphology, vessel tortuosity and/or disease state. In certain circumstances such as high pressure balloon inflations, manipulation through tortuous and/or tight lesions, heavy torquing, and/or pushing/pulling, clearances between the products can be reduced to an undesirable level. Anatomical info was not provided which may have aided in evaluation. Although a definite cause of the difficulty removing the guide wire could not be determined, it is possible that tortuosity of the vessel caused the guide wire to angle up against the guiding catheter, causing resistance between the products. The separation noted in the analysis could be the result of pushing/pulling the wire in order to remove it from the anatomy. Sem analysis was performed and indicated that the core failure may be attributed to ductile overload, and the coil failure may be attributed to torsional overload, consistent with pushing/pulling of the guide wire. The guiding catheter and proximal end of the guide wire used during the procedure were not returned, which may have aided in evaluation. All guide wires are 100% visually and dimensionally inspected by mfg. A non destructive tip pull test is also performed on each wire to ensure tip attachment. A quality control audit is used to verify the product quality. A review of the lot history record was performed and indicates that this lot met all the mfg release requirements. Sem analysis visually indicated that the center solder was intact, suggesting that the tip coils were attached according to mfg specification. A definite cause could not be determined. The damage to the guide wire appears to be related to case circumstances. This MDR is considered closed by the product performance group.